Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer implanted for non-malignant pain reported they charged the implantable neurostimulator (ins) all night, and in the morning it showed half way charged, and then showed no charge, but they were still feeling tingling in their legs. It was noted the consumer was sore from charging all night. Troubleshooting was performed and it was reviewed how to position the antenna over the ins, not placing the recharger over bulky clothing, and ensuring the belt was properly positioned, but it resulted in no coupling bars. The antenna locate (al) feature was then used which didn't resolve the issue either. When the consumer was asked if there were any issues with the ins pocket they stated they were recently implanted, and there were staples all around the implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.